Event description:
It was reported that the a smiths medical cadd ms3 pump gave no alert sound. No adverse effects reported.

Manufacturer narrative:
One cadd ms3 pump was returned for analysis due to no alert sound. Functional and visual testing was performed. The customer's stated problem was verified. During power up and testing, the device did not have alert sound throughout all of the tests. Further investigation determined that the microprocessor board was defective and the root cause of the issue. Therefore, the microprocessor board will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.